Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had reservoir lip ring fallen off , reservoir was not locking in place. Missing segment was also reported. The patient¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed self-test and displacement test. Device display properly. No missing segment/partial display anomaly noted during testing. The reservoir tube lip was partially broken off but the test reservoir locked in place properly. Device had broken battery tube threads.